Manufacturer narrative:
The two spectra cylinders were visually inspected and functionally tested. Both performed within specifications.

Event description:
It was reported that the patient had his spectra penile prosthesis removed and replaced with an inflatable penile prosthesis due to unspecified reasons. It was later reported that the reason for surgery was due to fluid loss and patient dissatisfaction with rigidity. It was noted "rigidity not enough." It was later clarified that there was no fluid loss from the device, and that fluid loss was reported in error. No patient complications were reported in relation to this event.